Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was measuring small p-waves. An attempt was made to replace the lead but the attempted lead exhibited high thresholds. The attempted lead was removed and the chronic ra lead remains in use. No patient complications have been reported as a result of this event.